Manufacturer narrative:
(B)(4). Batch # t94n61. Date of event: date of event is 2019. Event day and event month were not reported. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 12 clips were found inside clip track. No conclusion could be reached as to what may have caused the feeding incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, there was no clip in the el5ml. It is unknown how the procedure was completed. There was no patient consequence.